Manufacturer narrative:
The product ID: bi71000194, lot number: 457161 rev. E, was returned and analysis confirmed the reported event. The hand switch was installed into a test imaging system and the system booted and readied as expected. However, when actuated, the 3d button would not acquire an image. The 2d and store buttons functioned as expected when pressed. The hand switch was faulty. Previously reported codes b01, c02, and d02 are applicable as well as newly reported code, c13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that when attempting to perform a spin the system could not complete a spin.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 (B)(6) switch xray hand h3) onsite functional and visual examination was performed by a manufacturer representative. The handswitch was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.